Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had a loose drive support cap. The most recent blood glucose reading was 71 mg/dl, which was treated with juice and food. The customer stated that she had had blood glucose readings in the 40 mg/dl range. She stated that she would eat more to compensate for the low blood glucose, which would cause the blood glucose reading to spike up to 300 mg/dl. She noted that she had previously been taken to the emergency room due to a past low blood glucose event about 2 weeks prior. She then stated that the insulin pump had a drive support cap that had one side which stuck out farther than the other side, although it still appeared that the cap was indented. She was unsure how the damage occurred and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-09469.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.